Event description:
From 5/89 to 1/90 rptr has had sore lump on left breast. It was excised in 1/90. Pathology report was not revealed to rptr at that time. She has pain and soreness on edge of right breast. Mammogram showed possible rupture. On removal of implants, mass similar to that which was excised 1/90 was found in that area; probable body rejection of polyurethene coating.